Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide. Model: ent450. Pt-000002-gbr-eng-mm-aw rev. 002 11/19. Changing your pod. Chapter 3 / page 37. Warnings: do not use a pod if you are sensitive to or have allergies to acrylic adhesives, or have fragile or easily damaged skin. Because the pod uses only rapid-acting u-100 insulin, you are at increased risk for developing hyperglycemia if insulin delivery is interrupted. Severe hyperglycemia can quickly lead to diabetic ketoacidosis (dka). Dka can cause symptoms such as abdominal pain, nausea, vomiting, breathing difficulties, shock, coma or death. If insulin delivery is interrupted for any reason, you may need to replace the missing insulin. Ask your healthcare provider for instructions for handling interrupted insulin delivery, which may include an injection of rapid-acting insulin.

Event description:
It was reported that the patient visited the emergency room (ER) due to high blood glucose (bg) levels of 32 mmol/l (576 mg/dl) and ketones while wearing the pod on the abdomen between 24 and 36 hours. Multiple corrections were administered by the patient at home using the pod but the bg levels did not decrease. At the hospital, an insulin injection through a pen was given by medical staff, new pod was applied and a temporary basal was increased by 15%.